Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01526. It was reported that catheter entrapment occurred. The stenosed target lesion was located in the tibial artery. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, during the exchange of imaging catheter to a sterling balloon catheter, the wire became stuck inside the sterling balloon catheter and was unable to move. The devices were removed as one unit and it was noted that the guide wire was totally kinked. The procedure was completed with another v-18 control wire. No patient complications were reported and the patient's status was stable.